Event description:
A malfunction alarm was reported with a code of malf 0. There was no reported impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced. The customer was prepared to use multiple daily injections (mdi) as a backup therapy and received instructions on putting the faulty pump into storage mode. The customer acknowledged the instructions and agreed to return the problematic pump using a pre-paid label within ten days.